Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info. A completed questionaire was received on (B)(4) 2013. There have been no other complaints reported with the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt experienced an unexpected outcome. Add'l info was received from the surgeon indicating the event resolved with the treatment (iol exchanged). In the surgeon's opinion, it is unk whether the iol caused or contributed to the event.